Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. The insulin pump received with cracked reservoir tube lip, minor scratches on display window and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. Device was not dropped or exposed to moisture. Blood glucose value is 18.0 mmol/l. Nothing further reported.